Event description:
It was reported on (b)(6) 2026 that the patient used off label insulin. Patient experienced high blood glucose level and treated with multiple daily injection.

Manufacturer narrative:
Initial 3 of 3.Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration Number.Reporting Site: 8021545.Manufacturing Site: 3003442380.